Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was found to be dim, faded and discolored. Unrelated to the complaint, the battery compartment was found to be cracked at the opening of the battery chamber extending down to the primary seal. There was no evidence of moisture damage found in the battery compartment. The returned battery cap tightly secured to the pump with no visible yellow o-ring. No power issues were found with the pump.